Event description:
It was initially reported that the patient was being referred for a prophylactic battery change. Additional information was later received that per the patient's sister, the patient has had several bad seizures which required emergency medication and the magnet has not been working much of the time. Implant card was received indicating the patient received a battery change due to battery depletion. The explanted device has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Event description - correction - inadvertently not included that device was discarded in initial MDR. H6. Evaluate code - method - correction - inadvertently not included that device was discarded in initial MDR.

Event description:
It was reported the explanted generator was discarded.